Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that on (B)(6) 2023, after the patient had sedation, was prepped, and had cannulas in place the rfa generator was unable to get a burn. Procedure was abandoned and not completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Manufacturer narrative:
The reported event was confirmed. Product testing found signs of a thermal event at a capacitor on the rf control board. Based on the information received and the investigation performed, the cause for the reported event was isolated abnormal functionality of the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.